Event description:
The bag of tpn was checked and only 2.5 hours were left to deliver. The bag of tpn should have lasted for 24 hours. Biomed was notified and secured the pump. Pharmacy was also notified to review the tpn calculations and confirmed the solution was accurate. The pump with modules were sent to the manufacturer for evaluation and are awaiting an official response.